Event description:
It was reported that revision surgery was scheduled for (B)(6) 2012.

Event description:
It was reported that revision surgery was performed due to elevated metal ion levels. The femoral stem remained implanted.